Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The mayfield infinity skull clamp was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the swivel base of the a2114 mayfield infinity xr2 skull clamp moved even after the swivel lock was fully engaged. There was no known patient contact or surgery delay. Additional information has been requested.